Event description:
Subsequent to the previously filed medwatch report, new information received as follows: the promus stent deployed on (B)(6) 2011 was implanted in the distal circumflex. On (B)(6) 2013, the patient was rehospitalized for chest pain and complaining of shortness of breath. Angiography revealed a new lesion located in the left anterior descending artery that was treated with a new stent. The symptoms have been determined not to be related to the previously deployed promus stent. No additional information was provided.

Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). In this case, there were no reported device malfunctions or product deficiencies. The reported patient effect of myocardial infarction is listed in the promus everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Additional information received determined that the patient effects were not related to the deployed promus stent. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the patient underwent percutaneous coronary intervention on (B)(6) 2011 during which a 3.0x28 mm promus stent was implanted. On (B)(6) 2013, the patient experienced a myocardial infarction. Angiography was performed. No additional information was provided.